Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Correctional/removal number: z-0956-2020. (B)(4). S.w version 4.11j. Pump passed the displacement test and self test. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or communication anomalies were noted during testing.

Event description:
Medtronic received information that no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.